Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #3). Additional emdrs were submitted to represent the bard/davol 3dmax (device #1), bard/davol kugel patch (device #2) and the bard/davol ventrio st (device #4). Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh, kugel hernia patch, perfix plug and ventrio st on (B)(6) 2014 and/or (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury and experienced emotional distress.